Manufacturer narrative:
D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of ischemic cardiomyopathy experienced multiple complications related to a ventricular assist device. The patient was hospitalized due to a driveline infection, which was identified as both ascending and external. There was also a reported malfunction of the device, with driveline sheath damage and suspected movement. The infection was associated with the pump and the ventricular assist device. The driveline cable was involved, and it was noted that this area had been previously repaired. The device remains implanted and in service, with servicing planned. The patient outcome was reported as alive with injury.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of (B)(6) ¿s service history record indicated that the device was previously serviced, and the repair action was verified. On-site inspection of the driveline cable revealed a previous driveline sheath repair was worn out. On-site inspection of the driveline cable also revealed additional damage to the driveline cable inner lumen. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the reported event may be attributed to factors such as normal wear over time or improper handling. Based on the available information, the device may have caused or contributed to the reported infection event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that blood labs revealed elevated infection parameters. The patient showed signs of fever and infection at the driveline exit site (dles). The patient was given antibiotics intravenously (IV).

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the driveline(dl) inspection it was noticed that the outer sheath showed age appropriate defects, approx. 2.5cm before the distal end of the dl. Two other areas also show defect on the inner sheath. Cables showed no visible damages. New dl sheath repair was performed.